Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a right-side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken fill channel, crease fold. Leak test was performed and found opening. A microscopic analysis was performed which identify crack opening in the diaphragm valve and a sharp opening in the fill channel. Based on the device analysis the final assessment is: a crack opening on diaphragm valve due to cracked valve seat diaphragm valve; a sharp opening on fill channel due to an unidentified (tear) opening. Reason for reoperation is deflation.

Event description:
Healthcare professional reported a right-side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known adverse event addressed in the labeling.

Event description:
Healthcare professional reported a right-side deflation. Device has been explanted.